Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that an impella cp along with extracorporeal membrane oxygenation (ECMO) was implanted in a patient scheduled for transcatheter aortic valve replacement. Venoarterial ECMO was cannulated and then an impella cp was placed for venting. The patient was taken to the unit to recover. Later, the patient was taken to the operating room for ECMO decannulation. After decannulation and removal of the distal perfusion catheter, there was concerned for distal perfusion to the right foot. Upon review, vascular recommended removing the impella cp after returning to the unit. Impella cp weaned to p2 and pulled across the valve at p1. Repo sidearm was wired with .035¿. The impella cp was turned to p0 and pulled out maintaining arterial access with the sidearm wire. The site used perclosed twice. The patients outcome is stable.